Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The worn angle wire caused the down right angle to be low. The nozzle was found to have debris. The light guide lends was discolored, the adhesive around the light guide lens has a crack, the rubber on the bending section had a scratch, and the connecting tube has a scratch and a wrinkle. Due to deformation of the nozzle (nozzle has a dent), the device did not pass inspection for water removal ability and air supply volume. The device did not pass the electrical continuity inspection due to the damage on the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was reduced angulation on the evis exera iii gastrointestinal videoscope. This issue was found during maintenance of the subject device. During the inspection of the returned device, foreign debris was found exiting/obstructing the nozzle, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material exiting the scope was likely from incorrect reprocessing after the previous procedure. The specific root cause of the incorrect reprocessing at the facility could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: -perform precleaning immediately after procedure. Otherwise, the tissue may adhere to the device which may be unable to be removed by reprocessing. -remove clogging by feeding water into a/w channel at precleaning. -perform cleaning external surface of scope with clean gauze, brush, and sponge, with care not to leave foreign material in nozzle opening. -method of feeding/rinsing detergent into a/w channel. -soak scope in detergent before manual cleaning, when the device is too dirty or cleaning immediately after procedure is not performed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 13-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported to olympus, there was reduced angulation on the evis exera iii gastrointestinal videoscope. This issue was found during maintenance of the subject device. During the inspection of the returned device, foreign debris was found exiting/obstructing the nozzle, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The worn angle wire caused the down right angle to be low. The nozzle was found to have debris. The light guide lends was discolored, the adhesive around the light guide lens has a crack, the rubber on the bending section had a scratch, and the connecting tube has a scratch and a wrinkle. Due to deformation of the nozzle (nozzle has a dent), the device did not pass inspection for water removal ability and air supply volume. The device did not pass the electrical continuity inspection due to the damage on the distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer.